Manufacturer narrative:
Additional information was provided in a.1.,a.2.,a.3a.,b.5.,d.10.,e.1 and h.6. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Additional information received and stated that, scratched lens was removed and replaced with a new one and there was no patient impact.

Event description:
A healthcare professional reported that during an intraocular lens (iol) implant procedure, there was a scratch on the lens. The representive was helping a new tech load lenses and troubleshooting loading issues. Additional information has been requested. There are two medical device reports associated with this report. This file is 1 of 2.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is:(B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.